Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's reported issue of image noise was confirmed. The noise was so great that an image could not be displayed, and it was determined to be caused by damage on a cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon inspection and testing of the returned hd camera head unit, it was discovered that the device produced considerable image noise. Upon inspection and testing of the returned unit, the noise was found to be so considerable that it prevented the display of the image entirely. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the noise in the image was caused by a faulty cable. As to the cause of the faulty cable, it is likely the cable is damaged. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.